Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. (B)(4). Phone number not provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issues. The led failure was attributed to vibration caused by button operation. The fse replaced the power switch overlay to address the led indicator and the issue was resolved. The fse also replaced the unit's filters, battery, cooling fan and tubing kit as part of preventative maintenance.

Event description:
It was reported that the unit had a faulty light emitting diode (led) indicator. There was no patient involvement. Event date not specified, estimate used.